Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle had difficulty connecting. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that needle and syringe could not be attached properly. The connection was stiff.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary : customer returned 8 unused 32g 4mm pen needles from lot# 2137657 and 64 open pen needles without teardrop label from unknown lot#. Customer reported that needle and syringe could not be attached properly. The returned samples were visually examined and observed no issues. Functionality test was performed on 30 samples and observed no issues with attachment/detachment of pen needle. No issues of any kind were observed on the returned samples. Therefore, the reported issue could not confirmed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle had difficulty connecting. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that needle and syringe could not be attached properly. The connection was stiff.